Event description:
It was reported that a er320 was used during an unk procedure. It was reported by the affiliate that the instrument jaws broke during the procedure (no further info). There was no consequence to the pt.